Manufacturer narrative:
Internal report reference number: (B)(4), lancets were returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. Customer returned lancet, unable to ship returned product to the manufacturer, due to biohazard. Scrap returned product. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause mlc-009: use error caused or contributed to event note: manufacturer contacted customer in a follow-up call on 30-dec-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus lancets, stating that some of the lancets from the box he is currently using are dull. Per the customer the package had not been open or damaged when received. The customer first used the product out of this package about 2 months ago. At the time of the call the customer felt well and did not report any symptoms. The customer is not claiming they were injured using the lancets and no medical intervention related to the use of the product was reported.